Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touchscreen navigated to different screens without any interaction. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿, however, a specific value was not provided. Multiple follow-up attempts were made to gather additional information, however, the customer did not respond to follow-up attempts.